Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cable was torn apart with the jaws and hence, the instrument was not able to perform endowrist function properly. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was properly inspected before usage and was found to be in proper condition. The damage occurred during the procedure and was observed intraoperatively. Hence the surgery was completed with back up dv instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. The wires were continuous and not fully broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.